Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired the first couple of clips ok. But then it began to jam, misfire and drop clips into the abdomen. Another device was used to complete the procedure.